Event description:
It was reported that the pacemaker alerted due to low atrial intrinsic amplitude. The threshold and impedance trends were stable. Review of stored atrial tachy response electrograms demonstrated that some farfield r-wave oversensing was occurring. The pacemaker remains in service and no adverse patient effects were reported.